Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display and was damaged. The customer's blood glucose level at the time was 87mg/dl. The customer was advised to replace the battery and run self-test. The customer states the display returned and passed testing. The customer states the display was scratched and difficult to read. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to a blank display. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.